Event description:
Following a magnetic resonance imaging (MRI), the device was found to be in backup vvi (bvvi) mode resulting in high voltage therapy being disabled. It is unknown if the system was conditional for an MRI. Technical support was contacted, and the device was reprogrammed to resolve the event. The patient was stable.